Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue involving all the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: on examination, there was visible moisture in the display screen. The pump case was noted to be cracked near the bottom corner of the display. The keypad was noted to be intact without damage. On investigation, the pump failed to power on; testing of the keypad buttons was not possible due to no power. A leak test was performed and revealed moisture leakage at the crack near the display screen. The keypad was removed for investigation and did not reveal any evidence of contamination of the button contacts. The pump was opened for investigation revealing moisture damage to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.